Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 26.0cm was returned for analysis. External insulation abrasions were noted at 21.6-21.7cm, 22.9-23.0cm, and 23.2-23.3cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that low, out of range high voltage lead impedance was observed. Both atrial and ventricular leads showed evidence of clavicular crush. The ICD exhibited possible high voltage circuit damage. The system was explanted and replaced. No adverse consequences were reported after the event.